Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and found that the system couldn't perform exposures. The rse reviewed error logs and found the flat detector was failing and the errors were visible in the post (power on self test). The rse tried performing system calibration but it failed. The fse replaced the flat detector to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures. No harm has been reported to philips. Philips has started an investigation of this complaint.